Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was unable to undergo a compatibility check with the facilities otv-s300 device as the subject device was disassembled. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Related patient identifier: (B)(6) (addresses the ltf-s190-10/ endoeye flex deflectable videoscope initial repair). The device was evaluated, and the reported issue of the e216 error message was a sporadic failure. The failure could not be confirmed but occurrence was likely. An additional reportable malfunction was identified. The electronic board was broken/cracked. The reported issue of no image was confirmed. The image disappeared at any angle and was due to the broken/cracked electronic board. The video connector was cracked due to external factors. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented an e216 (scope communication error) and no image. The e216 error message occurred when the scope was combined with the visera elite ii video system center. The image appeared; however, the error message did not disappear. No image occurred when the scope was combined with the visera elite video system center (e216 error message was not displayed). The issues did not change even after cleaning the video system center contacts. The facility-owned endoeye flex deflectable videoscope and three (3) other units could be used without problems. The issues occurred immediately after the scope was received from olympus for repair for the same issues. This complaint is related to patient identifier (B)(6) (ltf-s190-10/ sn (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: there was a temporary contact failure due to foreign matter adhering to the connector contacts. A foreign object or malfunction has occurred on the video system center side. Temporary malfunction due to static electricity or overcurrent olympus will continue to monitor field performance for this device.